Event description:
The blades are breaking, some inside patients.

Manufacturer narrative:
Root cause: the blade is supplied to deroyal by swann morton. Therefore, a supplier corrective action request (scar) was issued to swann morton. According to swann morton's response, the root cause could not be determined as limited information has been received, including the surgical procedure being performed at the time of breakage. Also, no samples were returned to evaluate. Corrective action: a corrective action has not been taken. Investigation summary: an internal complaint (51890) was received regarding a scalpel (part d6201, lot 372204) breaking during use. A sample was not returned for evaluation. However, a photo of the affected blade was provided and showed the blade was snapped. No information was received about the type of handle the end user was using with the blade at the time the break occurred. The work order was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. Inventory was checked and passed with no breaks occurring. The product is supplied to deroyal by swann morton. Therefore, a scar was issued to swann morton. A response was received january 22, 2021 and accepted by deroyal personnel. The investigation is complete at this time. If new and critical information becomes available, the report will be updated.

Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received regarding a scalpel (part d6201, lot 372204) breaking during use. The investigation is ongoing at this time. When new and critical information becomes available, the report will be updated.

Event description:
The blades are breaking, some inside patients.